Manufacturer narrative:
Concomitant medical products: m7700-31 mechanical valve. Implanted: (B)(6) 1993; 6725 crdm adaptor. Implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por), which occurred at the beginning of the interrogation. The device remains in use. No patient complications have been reported as a result of this event.